Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal. In order to evaluate the performance of the reagent lot, and to ensure that the product continues to meet performance expectations, an evaluation using (B)(4) known negative serum specimens was performed using lot 70221m200 from abbott inventory. The testing met the acceptance criteria, thus indicating the lots continue to meet labeling claims for clinical specificity. Complaint records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. The review did not show any unusual activity related to the customer observation. In summary, the data evaluation and records review indicate that the product is performing as expected. No product deficiency was identified. The htlv-I/htlv-ii eia, list number (ln) 7a92, lot 70221m200 is performing acceptably.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that approximately 15 htlv-I/ htlv-ii samples resulted as initially and repeatedly reactive on the commander analyzer, but were negative by western blot. The customer's ir/rr rate is 1.39% and is meeting the package insert claim of 4.07%. No specific patient result data was available. There was no adverse impact to patient management was reported.